Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed frequent e006 errors during a therapeutic transurethral resection in saline (turis) procedure. The procedure was completed with no delay, using an olympus back-up device. There was no report of patient/user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d6a, d6b, d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, device inspection found error e006 occurred history recorded in the error log. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, based on the results of the investigation, it is likely following led to the malfunction: - when use of non-conductive fluid during a bipolar cutting procedure and the active and/or neutral electrode was within an air environment, or malfunction of the electrosurgical generator. - the bipolar olympus high-frequency instrument has not been properly connected to the universal socket or damaged connection cable. - the electrode might be contaminated and encrusted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.